Manufacturer narrative:
Additional information: imdrf annex a,c,d and g codes.

Event description:
It was reported that the pump appears to have a rusty screw above flange detector and signs of oxidation and discoloration in the barrel clamp. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd .

Event description:
It was reported that the pump appears to have a rusty screw above flange detector and signs of oxidation and discoloration in the barrel clamp. There was no patient involvement.